Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with endoscopic variceal ligation (evl) procedure performed on (B)(6) 2026. It was reported that they could not release a band beginning with the first band. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the speedband superview super 7 was not returned; therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. Device history review (DHR): a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications. Upon analysis, there is insufficient evidence to determine whether the issue resulted from the physician's technique during the procedure or was related to a device malfunction. Additionally, based on the most relevant information for the complaint, including the product record review results, the device was confirmed to meet all required manufacturing specifications and successfully passed all controls and inspections, with no abnormalities reported during the assembly process. Due to insufficient evidence, the definitive cause of the reported issue cannot be established. Without a proper evaluation of the returned device, the factors that may have contributed to the event remain unknown. Based on all available information, the probable root cause assigned is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with endoscopic variceal ligation (evl) procedure performed on (B)(6) 2026. It was reported that they could not release a band beginning with the first band.. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with endoscopic variceal ligation (evl) procedure performed on (B)(6) 2026. It was reported that they could not release a band beginning with the first band.. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and visual inspection revealed damage to the teeth with overlapping bands observed. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The reported event of bands unable to deploy was confirmed. It was determined that the teeth were damaged. The markings observed on the ligator housing teeth suggest that excessive force may have been applied during use, resulting in the damage. Alternatively, the damage could be attributed to the manner in which the physician introduced the device through the patient, which may have caused damage to the teeth and subsequently affected the functionality of the handle during band deployment. It was observed that the bands were overlapped. This condition may be related to the technique used by the physician or to how the device was handled during band deployment with the handle. It is possible that device placement or procedural tortuosity affected the functionality of the handle during band deployment. Additionally, depending on the technique used to capture the varix or polyp with the ligator unit, the suture may have been displaced due to movement during the procedure, resulting in improper band deployment and overlapping bands. Furthermore, it is possible that an attempt was made to release the band from the suture, and existing damage to the teeth may have adversely affected band deployment. Based on all available information, the probable root cause assigned is adverse event related to procedure.